Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use at the time of the event. The philips field service engineer (fse) inspected the system onsite and confirmed that the system gave an alert indicating a button was active at startup, which led the c-arm to automatically rotate towards right anterior oblique (rao) and would not return to the default position. Upon troubleshooting, the fse reviewed log files, which showed the rotate angulation button was stuck active from the start. The fse found that the geometry control module was damaged and defective, causing the button to be stuck. To resolve the issue, the fse replaced the geometry control module (tso) that the customers had on-site. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system gave an alert indicating a button was active at start up, which led the c-arm to automatically rotate towards right anterior oblique and would not return to default position. The device was in use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.